Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge showed 35 units. The customer's blood glucose level was 188 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.